Event description:
The customer reported approximately thirty (30) milliliters of fluid leaked from the instrument and onto the counter involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked from a hole at solenoid #2 (vl2) on the backwash manifold. The fse replaced the solenoid and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. The subject matter expert (sme) confirmed there is a possibility of carryover if the backwash has not completely cleaned the probe. The incomplete backwash has a potential of giving incorrect results without flags. (B)(4).